Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the right ventricular (rv) setscrew was noted to be on the torque wrench when the wrench was removed. The setscrew was inserted back into the grommet but could not be re-engaged into the threaded bore. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.